Manufacturer narrative:
This is a final report.

Event description:
Per the healthcare provider, the patient developed an "infection surrounding implant". The device was explanted. The "plan is to have a new implant after infection is cleared up".